Event description:
Technician alleged that the right foot side rail is broken and the screws have been pulled through the plastic part of the side rail. No patient impact.

Manufacturer narrative:
The technician replaced the right foot side rail and the siderail screws to resolve the issue.